Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue. The pca board was returned to the manufacturer's for further investigation at the product investigation laboratory. The manufacturer's product investigation laboratory (pil) was unable to confirm the failure of the device, the device ran therapy with a test lung for approximately 1 hour and the device operated as expected. The device passed all testing. Pil concluded that the device operated as designed.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.

Manufacturer narrative:
Device evaluated by a third party.